Event description:
Patient had occluded distal tip of endotracheal tube with secretions. An attempt was made to pass a suction catheter through a size 3.0 un-cuffed endotracheal tube with monitoring line unsuccessfully. Several attempts were made by the anaesthesiologist to reintubate the neonate without success. Patient expired.